Manufacturer narrative:
The affected evita xl was manufactured in october 2006 and the log file was provided for manufacturer investigation. The logged entries show that the evita xl carried out warmstarts on (B)(6) 2020 at 6:36 p.m. In an attempt to remedy a detected internal deviation. At 6:37 p.m. The device was switched off by a user action. The evita xl's internal safety software permanently checks the proper function of the device. If an internal deviation is detected, a warmstart is initiated. During a war start, the device display is dark and an independently driven acoustic alarm is given. At this time, the emergency breathing valve opens to allow the patient to breathe spontaneously. The cause of the deviation could be limited to the pcb cpu / pcb pneumatic controller. The log entries of the subsequent device check indicate that the operating voltage for the microprocessor system was below the specified tolerance threshold and the system was therefore restarted. It can be concluded that the device behaved as specified to a detected internal deviation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during ventilation the screen went black and the device kept trying to restart. The patient was bagged until a replacement device was available. No further consequences were reported.